Event description:
Procedure: sleeve gastrectomy. Pt sex: unk. Reportedly, the surgeon has had a problem with post operative leaks when using the device to perform lap vertical gastrectomies (lap sleeve). Typically the post operative leak is observed 4-7 days after surgery. Additionally, during the surgery the surgeon has observed the sulu anvil to be bent and the "button/screw" on the sulu has popped off during surgery in the past.